Manufacturer narrative:
Added information to b5 - describe event or problem h6 - adverse event problem added health effect - clinical code for hyperglycemia.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) while using the omnipod device. No other information was provided on this event. The patient was hospitalized for 2 days and was treated with insulin infusions. The blood glucose (bg) levels read high >500 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) while using the omnipod device. No other information was provided on this event.